Manufacturer narrative:
It was reported that the pivot screws were also loose. This also contributed to the side rail not remaining latched.

Event description:
It was reported by service report that the customer alleged that the right side rail would not latch. Upon inspection of the unit by the service technician, it was identified that the spring is missing in the latch causing the side rail to become unlatched during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the customer alleged that the right side rail would not latch. Upon inspection of the unit by the service technician, it was identified that the compression spring was missing in the latch and the pivot screws were loose causing the side rail to become unlatched during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.